Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during the procedure there was inaccuracy with the navigation of the screw placement. It was noted that the navigation seemed to be off.  One particular screw seemed like it was not positioned correctly. After the spin, 3 screws were confirmed as misplaced and required revising. The surgeon began navigating from the second spin and found the navigation to be inaccurate again, by 5-10mm. Troubleshooting was done, but the issue was fixed and the procedure then converted to ii-assisted, non-navigated screw insertion and plif. Anesthesia had already been administered and there was a delay of one hour or more. Navigation was aborted but the surgery was completed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. This event was reported on the imaging system and was captured in 3004785967-2021-00959. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the software investigation was unable to determine probable cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.